Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken/deformed. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and refractive surprise. The lens was removed and replaced intraoperatively with a same length, different diopter lens and problem was resolved. Reportedly, "the lens was adjusted from the vertical position to the horizontal position." Cause of the event was reported as unknown.